Event description:
The customer reported that the device freezes on the color test pattern. After removing the battery, the device works again but then turns off and back on. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.